Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak inside the coulter ac*t diff analyzer. Customer reported that the baths were overflowing. There was no report of patient results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a clot in the tubing at lv13. The fse flushed out the clog and verified the repairs were performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).